Event description:
Customer's mother reported a motor error alarm on the insulin pump. Customer's mother stated that the insulin pump had recently gone through a body scanner. Customer's blood glucose level was 273 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. Insulin pump was unable to prime unit during prime test due to faulty force sensor. The motor was tested outside the device and passed. Insulin pump received with cracked case at display window corners, battery tube threads and minor scratched display window, broken reservoir tube lip and missing end cap sticker.